Event description:
The affiliate reported that the system became disconnected at the stop cock level between the drip chamber and the collection bag.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, the device was visually inspected and confirms that the tubing has come away from the stop cock. Glue traces were noted on the stop cock and the tubing. The current quality inspection for these assemblies is established to 100% test for leak and blockage. Review of the history device records was not possible as the lot number was unknown. The root cause of the problem reported by the customer could be due to atypical force when removing the collection bag, but this could not be confirmed. Trends were monitored and CAPA-(B)(4) was opened. Based on the results of this investigation no further action is required. At the present time this complaint is closed.